Event description:
Pt had perfix plug inserted into left inguinal area. Testing performed indicated pt was unable to produce sperm on the left side due to left hernia repair which rendered pt azoospermic per a infertility specialist. The pt underwent radiological testing confirming the left side was blocked due to the plug. Client had undergone right orchiopexy in the early 1970's, therefore the presence of the plug has rendered pt without the ability to produce.